Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 362mg/dl, and customer's contact believed that the pump was not delivering insulin. Elevated bg levels were treated by administering insulin injections. System check was performed with tandem technical support, and the pump performed as intended. It was noted that the customer recently started taking ibuprofen, and that was discussed as a possible factor. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs.